Event description:
Log file review for (B)(6) revealed that (B)(6) was being used as the patient's backup controller. The driveline was connected to (B)(6) on (B)(6) 2025 at 16:33:31, indicating that a controller exchange had occurred from an unknown serial number to (B)(6). On (B)(6) 2025 at 16:39:46 the driveline was disconnected from (B)(6) to exchange the system controller to an unknown system controller, potentially (B)(6). The driveline was then reconnected to (B)(6) on (B)(6) 2025 at 16:31:37 and then disconnected at 16:35:34 to exchange (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the returned system controller. The returned system controller was connected to a test power module/system monitor and a mock circulatory loop and an atypical power cable disconnect alarm was able to be reproduced on the black power lead. The alarm activated despite both system controller power leads being connected to a known working power source. The system controller was disassembled to inspect the internal components, revealing that the black power cable connector was not fully seated in the connector on the main printed circuit board (pcb), this would result in the reported event. The black power cable connector was reseated, and the atypical alarms resolved. The system controller then passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. A log file was downloaded for review and data relevant to the reported event was reviewed. The log file contained relevant data on (B)(6) 2024 and from (B)(6) 2025. The log file captured atypical power cable disconnect alarms that were not associated with true power cable disconnections on (B)(6) 2024 from 13:19:39 to 13:20:22, on (B)(6) 2025 from 16:33:27 to 16:40:23, and on (B)(6) 2025 from 16:21:32 to 16:35:19 due to the relative state of charge voltage being at approximately at 0 v. The atypical alarms occurred on the black power lead, which is consistent with the connection issue observed on the returned system controller. The alarms did not affect the system controller¿s ability to operate the pump at the set speed. The reported event was determined to be due to the black power cable connector not being fully seated within the connector on the main pcb. A manufacturing analysis task was completed to investigate the connection issue between the power cable and the connector on the main pcb. Potential root causes of the connection issue were determined to be operator error and the manufacturing procedure method. A general awareness training was performed for operators. In addition, revisions were made to the manufacturing procedure that include instructions and visual aids to inspect that the black and white battery cable connectors are properly seated within the connectors on the main pcb. The returned system controller was manufactured prior to the awareness training being performed. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including power cable disconnect alarms and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 left ventricular assist device (lvad), including inspecting the system controller for damage. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 left ventricular assist system (lvas), and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a connect power alarm occurs for the black power cable on both ac power and battery power. No signs of wear and tear to the system controller or power cables or pins was observed. The alarms resolved with a system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.